Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose reading was 77 mg/dl. The customer stated that the batteries did not last more than one week. The customer was advised to troubleshoot and call back. The insulin pump was not returned for analysis.